Manufacturer narrative:
(B) (4).cochlear attempted an electronic submission on march 2, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.

Event description:
Per the audiologist, the patient experienced decrease in performance. The results of an integrity test (B) (6), 2008 showed multiple electrode anomalies.the patient¿s device was explanted (B) (6), 2008 and the patient was implanted with a new device during the same surgery.